Manufacturer narrative:
Result: known inherent risk of procedure. Although aortic compression is not found in literature review, coronary artery compression (ca) is a well-known complication with pulmonary valve replacement. Ca compression is significantly associated with the presence of abnormal ca anatomy, especially in patients with tetralogy of fallot (tof) or transposition of the great arteries. Patients with tof and an anomalous left ca branch arising from the right ca are at the highest risk of coronary compression, although this anatomic variation is not always associated with ca compression and should not be considered an absolute contraindication to transcatheter pulmonary valve (tpv) replacement. However, patients with a wide range of diagnoses and ca anatomy are at risk for ca compression on dynamic testing, reinforcing the fact that this is a potential complication that cannot be predicted on the basis of anatomic diagnosis alone. In addition to aortic position and ca anatomy, the varying location and course of the rvot conduit relative to the cas is also important. In this case, a sapien 3 valve implanted in the pulmonic position resulted in compression of the ascending aorta. A cine video was submitted which confirms the report. This may have resulted from valve oversizing and/or due to the patient¿s anatomy. The patient¿s young age may have contributed to the decision of a larger valve to accommodate the child¿s growth. There is no malfunction identified per report and from imaging review of the cine video. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transvenous procedure, a 29mm sapien 3 valve was deployed in the pulmonic position. Prior to the valve placement, a balloon was used to confirm the valve size. The patient was not pre-stented. Some difficulty was noted while advancing the delivery system into the native valve; however, the sapien 3 valve was successfully positioned and deployed. Post valve deployment, an angiogram indicated some aortic compression from the implanted sapien 3 valve, but the patient¿s gradients were normal and the patient was in stable condition. No actions were taken and the sapien 3 valve was left in place. Postoperative day (pod) 2, worsening aortic compression was noted and the sapien 3 valve appeared to be at a right angle to the aorta. The decision was made to explant the sapien 3 valve. During the open surgery, the sapien 3 valve appeared to be ¿totally fine¿ with no indentation of the aorta and nothing protruding from the pa; however, it was determined that the sapien 3 valve had the potential to compress and erode into the aorta. A small clot was also noted on the sapien 3 valve during explant. The sapien 3 valve was explanted and a surgical valve was implanted. At the time of this report, the patient is in stable condition.